Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to fast non-sustained ventricular tachycardia episodes, and high sensing integrity counter (sic). There was an increase in impedance for the rv ring to coil and a lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis found that the proximal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was noted that there were 4 episodes with v-v intervals <(><<)> 220 milliseconds from (B)(6) 2016. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2016 for ventricular sensing integrity counter (sic) and non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The rv pace impedance was somewhat variable but generally rose from 836 to 1178 ohms between (B)(6) 2014 and (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. It was noted that there were 643 ventricular sic since the last sessions 19 days ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.